Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Continued monitoring was recommended. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Continued monitoring was recommended. The device remains implanted. No adverse patient effects were reported.